Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. Subsequently, approximately four (4) months post-implantation, the patient underwent a manipulation under anesthesia due to stiffness, slight pain, slightly decreased mobility and a loss of range of motion. All components remain implanted and the outcome of the patient symptoms were reported as resolved.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: articular surface medial congruent (mc) left 12 mm height use with tibia sizes c-d/cr femur sizes 8-9: catalog#42512100512, lot#64267524; tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#65385194; unknown cement: catalog#ni, lot#ni. Multiple mdrs have been filed for this event, please see associated report: 3007963827-2023-00079. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.